Manufacturer narrative:
(B)(4). The sample was received and returned to the manufacturing site for evaluation. The manufacturing site reports the complaint sample was tested on a rusch greenled handle and green spec handle, and it was found there was perfect transmission of light from light guide source on blade. No flickering or light disruption was observed. A device history record review was performed and no relevant findings were identified. The device was manufactured according to release specification. Based on the investigation performed, the reported complaint could not be confirmed. There was no issue found with the returned sample. The manufacturer reports that this product family does not have an integrated light source in the blade. It only transmits the handle's light through blade light guide only, so there might be problem with the customer handle.

Event description:
Customer reported "during intubation the light of the blade stopped". No patient harm was reported and no medical intervention required.patient's condition reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
Customer reported "during intubation the light of the blade stopped". No patient harm was reported and no medical intervention required. Patient's condition reported as "fine".